Event description:
It was reported during a da vinci s myomectomy procedure metal shards were observed on the fenestrated bipolar forceps instrument. When the site attempted to remove the instrument from the trocar, it would not come out, therefore, the instrument and trocar were removed concurrently from the pt. The planned surgical procedure was delayed, however, it was completed with a replacement. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned to isi for evaluation. A follow-up MDR will be submitted if the instrument is returned or if additional info is rec'd.